Event description:
Related manufacturer report numbers: 2916596-2023-02500 and 2916596-2023-03024.

Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: the reported events of no external power alarms, the clock resetting, and the pump stopping were confirmed via review of the submitted log files. The submitted event log file contained information spanning approximately 7 days (02jan2000 to 09jan2000 and (B)(6) 2023 per timestamp). At the onset of this log file, data was captured with the default timestamp of jan2000 and a controller clock corrupt alarm active. The exact events which lead up to the clock resetting could not be viewed, as they had been overwritten by newer events. No external power events were also observed throughout the available data. Two of these alarms occurred due to the user allowing the 14v batteries fully deplete (0:51:44 on (B)(6) 2000 and 16:22:17 on (B)(6) 2000), and another occurred due to the user simultaneously disconnecting both power cables (14:28:34 on (B)(6) 2000). These three losses of external power did not result in a pump stop, as the backup battery supported the system without issue; the controller was reconnected to power before the backup battery depleted. The submitted periodic log file contained data spanning approximately 11 days ((B)(6) 2000 and (B)(6) 2000). The clock appeared to have reset itself twice throughout the periodic data, indicating that power was completely lost to the controller, stopping the pump. The exact time and sequence of events leading up to clock resets could not be determined as the periodic log file only captures data at set intervals rather than upon detection of an event. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis. The root cause of the pump stops, and clock resets was determined to be the backup battery fully depleting during no external power events. The root causes of the associated no external power events could not be viewed, as both pump stops had been overwritten by newer events. However, based on the patient¿s complaint history as well as the additional no external power events that were captured in the available data, the likely root cause of the reported event is user error in allowing the system to fully deplete of power. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including no external power and backup battery fault alarms, and the actions to take if the alarms cannot be resolved. To resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to controller clock not set displayed upon connecting to power module. [MFR# -2916596-2023-01635] on (B)(6) 2023, there was the same issue. The log captured controller clock corrupt events from the beginning of the log and continued until the clock was reset via the monitor. It was unknow how long the ventricular assist device (vad) was off for due to all power was depleted. The timestamp went back to default of (B)(6) 2000, at 100 once reconnected to power. It was noted this event happened around 8 days ago based on the current timestamp in the log. Additional information stated that the cause of clock not set was due to no external power, low voltage. The patient had no symptoms.